Event description:
Gia loading unit with dst series technology 80mm-3.8 (ref # gia8038l) would not snap in and stay securely to the gia stapler with dst series technology 80mm-3.8 (ref# gia8038s). Both stapler and reload were removed from field and a new stapler and reload were opened.